Event description:
The customer reported that the transfusion set y line did not prime or flow through one of the y spikes. Nursing staff had to remove the faulty unit to swap to a working spike. The event occurred during a chemotherapy treatment. The sample was discarded due to cytotoxic contamination. The sample was not received for further evaluation; a free flow and tightness test were performed on a retained sample without finding any non-conformity. A review of the production documents did not show any deviations or other issues associated with this batch. Since the affected sample was not available for further evaluation a detailed analysis could not be performed. Therefore, a root cause could not be determined.